Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon vertically ruptured after being inflated once at 4atm within 5 seconds. The device was removed with the normal method, and the procedure was completed with another of the same device. There were no patient complications, and the patient was good after the procedure.